Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that there was visible smoke coming out from the system. Upon further inspection, the fse found that the generator had some issue. Fse suggested part replacement, but hospital was out of contract. The service quote provided by philips was not accepted by the customer, therefore no further action could be performed by philips. The codes were updated based on the investigation outcome. Evaluation method code grid was corrected.

Event description:
It has been reported to philips that there was visible smoke coming out from the system. No harm has been reported to philips. Philips has started an investigation of this complaint.